Event description:
It was reported that a pt's catheter was replaced due to a break, tear, or hole. No pt symptoms or outcome was reported. The pt's pump contained morphine, fentanyl, baclofen and bupivicaine. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.